Event description:
It was reported that during a procedure at the user facility the loaner core impaction drill was overheating. The procedure was completed successfully without a clinically significant delay; no medical intervention and no adverse consequences were reported.

Manufacturer narrative:
The failure for heat was confirmed through functional testing, disassembly, and visual inspection. Upon disassembly for visual inspection the technician confirmed the bearings, rotor assembly, and motor sockets were corroded. The drill was repaired and returned to stock.